Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4024-58 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had exhibited diminished impedance, and small p-wave measurements. The clinic chose to monitor the lead issue for now. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead continued to have low impedance and a lead revision was performed. The lead remains in use.